Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or novolog or novorapid. Only humalog and novolog or novorapid have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 153 mg/dl. Pump system check with tandem technical support found the blockage to be within the cartridge. Reportedly, customer changed cartridge to resolve the issue. Customer was using fiasp insulin which was not labeled for use with the pump.